Event description:
Information received from the field notes that the patient presented for a follow-up complaining of having several syncopal episodes since the previous follow-up. Stored egms revealed noise with inhibition. When the ventricular channel was programmed to unipolar pace/bipolar sense at 3.0 v, 0.4 ms, noise was exhibited and a three second pause was seen on the ECG. The patient then became syncopal. X-ray showed a 90 degree angle at the subclavian access.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received